Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and it was observed that the catheter was returned with an unraveled guidewire still inserted. The device was put on the x-ray to look for any other abnormalities that could have contributed to the stuck guidewire. Nothing out of the ordinary was seen with the guidewire lumen. The catheter was dissected to determine any potential causes of the stuck guidewire. Dissection revealed tissue visibly stuck between the guidewire and the guidewire lumen preventing the movement of the guidewire. The unintended use error caused or contributed to event conclusion code was selected for the allegation of a stuck guidewire. Dissection revealed tissue visibly stuck between the guidewire and guidewire lumen, preventing the movement of the guidewire.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. After ablation, when the physician was trying to find the last pulmonary vein to do the exit block testing, the guidewire became harder to move and finally, the tip was not able to be retracted fully into the catheter. Due to this event, the right inferior pulmonary vein (rspv) was not tested for exit block but the procedure was already finished. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. After ablation, when the physician was trying to find the last pulmonary vein to do the exit block testing, the guidewire became harder to move and finally, the tip was not able to be retracted fully into the catheter. Due to this event, the right inferior pulmonary vein (rspv) was not tested for exit block but the procedure was already finished. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.